Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the back end of light guide bundle (light-guide adapter) is damage. A definitive root cause for the could not be identified for "fogging in use" the most likely cause is expected or random the fog-free function failure without any design or manufacturing. Based on the results of the investigation the probable cause of the complaint is no problem detected. For the "back end of light guide bundle (light-guide adapter) is damage", the caused was by a component failure of the light-guide adapter. The cause of failure in the light-guide adapter could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the video telescope was fogging during use. The reported malfunction occurred during preparation for an unspecified procedure. Additional information regarding the event has been requested. There were no reports of patient injury or medical intervention associated with this event.